Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as poor hygiene issues. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated for peritonitis with vancomycin (dose, route, frequency, and duration not reported). The patient recovered on an unknown date from the peritonitis event. At the time of this report, dianeal therapy had been discontinued and the patient had been placed on hemodialysis therapy. Additional information was requested, but is not available at this time.